Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, g1, d4, h3, h4. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one used needle suture piece was returned for evaluation. Product code j311. Upon visual inspection of the returned sample, it was observed that the tip and curvature of the needle was unusual due to it was noted to be distorted probably caused by a surgical instrument. The suture piece was examined; body fluids were found along of strand and the end was cut. Per the conditions of the returned sample, the suture diameter could not be measured. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, it is not possible to definitively determine the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number 106rr8 / j311h16, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During surgery, the suture was thinner than usual. The doctor said that he felt thin when using it. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.